Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 15-jan-2005, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-03-25 (B)(4) (con): information was received from a consumer on 2019-mar-25 regarding a patient receiving morphine (dose and concentration unknown) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that the patient's first pump had to be replaced in 2007 due to a spinal bacterial meningitis infection in the spinal column. The infection was confirmed and the whole system was explanted. It was noted that the infection was resolved and no further complications were reported or anticipated.